Event description:
Coiling treatment of an aneurysm. It was reported post coiling treatment procedure, the patient developed pulmonary edema.the issue resolved wihout any deficit and the patient was discharged.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)